Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress all information reasonably known as of 14 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported the thumb valve remained depressed on the closed suction catheter (csc). During routine care with suctioning, the ventilator began to alarm for a very high leak percentage that could not be remedied. With troubleshooting, it was found that the in-line suction catheter valve lock had failed in the open position and air was leaking past it. The catheter was immediately removed and subsequently replaced. There was no reported injury. Additional information received 22mar2022 reported that the device was in use for 7 days, which was the department practice.

Manufacturer narrative:
Correction: based on the sample returned and reported lot number, d1 and d4 have been updated with corrected product information. The device history record for lot 30157831 was reviewed and the product was produced according to product specifications. One sample was returned for evaluation. The thumb valve was in the down position, and when manually lifted and pressed again, it remained in the down position. It was able to be rotated and locked without issue there was no visible damage to the thumb valve. Per a review of the manufacturing process it was determined that the reported malfunction was manufacturing related. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.